Manufacturer narrative:
Date sent: 9/25/2007. Info not available, device not returned for analysis.

Event description:
It was reported that prior to a breast lumpectomy sentinol node procedure, the device gives error 4 during setup. The procedure was started and completed with clips. No pt consequence occurred.